Manufacturer narrative:
Batch review performed on 02 march 2020: lot 173817: (B)(4) items manufactured and released on 27-sept-2017. Expiration date: 2022-09-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting instability. The cause of the instability is unknown. The surgeon, about 1 year and 1 month after primary surgery revised the medacta sphere insert flex right 10mm s5 with a medacta sphere insert flex right 14mm s5 for more stability. The surgery was completed successfully.